Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th december 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during an intercondylar ridge fracture of the tibia surgery on (B)(6) 2024. Ar-1922p and ar-1927ptb-45 were used to prepare the bone socket. No fragments were left in the patient. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1927bcf-45 instead.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. Visual inspection identified the anchor and the white/black suture of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had not returned had not returned for investigation. Only the blue suture was returned. Functional testing was not performed due to the damage to the device. The method of the quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.